Event description:
A report was received that the patient was experiencing difficulty charging her ipg. A bsn engineer analyzed the patient's database and determined the ipg is exhibiting premature battery depleting. The patient underwent a ipg replacement procedure and the patient was reportedly doing.

Event description:
A report was received that the patient was experiencing difficulty charging her ipg. A bsn engineer analyzed the patient's database and determined the ipg is exhibiting premature battery depleting. The patient underwent a ipg replacement procedure and the patient was reportedly doing.

Manufacturer narrative:
The patient was reportedly doing fine. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaints of the ipg fast battery depletion and high impedance were not confirmed. Various test leads were inserted in both ports of the ipg header. Impedance readings were within normal range. Device exhibits normal charging and discharging characteristics when charged with recommended optimal alignment. When alignment optimization is reduced, charging can lengthen considerably. The battery is depleting its charge at a rate of 10.93 mvdc per day with the stimulation turned off, which is within the typical ipg battery depletion rate.